Event description:
Device 3 of 3. Reference MFR report numbers: 1627487-2012-00470 and 1627487-2012-00471.

Manufacturer narrative:
Eval results: two extensions (model 3386) were received by the MFR. Broken wires were observed in the header of one of the devices. Continuity testing failed for one of the two extensions. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.